Manufacturer narrative:
(B)(4).evaluation summary: the reported condition was confirmed and duplicated. The assignable cause is a faulty main display. The device will not be repaired at this time since it is a stay-in unit.a device history review was performed with no exceptions found during manufacturing.a service history review revealed no previous service events were related to the reported condition.this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that "something happened to the screen, at the bottom there is '5 lines of test'.... Note that says 'cannot read screen'". The "possible physical damage" was later clarified to be referring to the display. This condition was found in the step down unit during programming/set up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.